Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. Three days prior to the receipt of this report, the pt was hospitalized for peritonitis. Treatment was not reported. The cause of the peritonitis was unknown. Two days after being admitted the pt was discharged from the hospital. At the time of this report the pt was recovering from the peritonitis and dianeal therapy was ongoing. Additional information was requested but is not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13d08067, h13e17016, h13d30020, h13e02083 and h13e31025 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted. (B)(4).